Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the procedures were completed after replacing the product with another product and there was no harm to the patients. No additional information is expected.

Manufacturer narrative:
No lot number was provided, therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that for an unspecified number of procedures, the cutting rate of the probe was poor. It is unknown if aspiration was present. Additional information was requested; however, none has been received to date.